Manufacturer narrative:
The explants were not obtained for investigation. However, there was no indication of hardware failure. A review of the manufacturing records of the involved lot was performed and indicated that the involved lot was manufactured in accordance with specifications without deviations. The tops¿ system assembly, packaging and quality control inspection activities are conducted in a controlled cleanroom. The implants undergo sterilization by gamma radiation and have a validated shelf life of 5 years. The shelf life of the involved implant was within 5 years. The final products are routinely checked for bioburden and endotoxin levels as part of quarterly dose audit, and the environmental conditions in the cleanroom are routinely monitored, including bi-weekly testing of the bioburden levels. The involved bacterium was never identified in premia spine's products or cleanroom during these routine testing and validation activities. Screw loosening is a known complication in spinal fusion and in orthopedic surgeries in general and may be attributed to multiple factors, including infections. According to the literature, infections after spinal surgery is a common complication, and is considered to be the third most common complication in spinal surgery, generally attributed to intraoperative contamination. The rate of screw loosening and infections in premia spine procedures is much lower than the rates reported in the literature for spine fusion procedures. There are no previous reported incidents of screw loosening with infections. Altogether, it is assumed that the infection and the screw loosening are not related to a device failure.

Event description:
The company was informed of a revision case of the tops system in USA. The original procedure was performed on (B)(6) 2021 due to l4-l5 spondylolisthesis and moderate stenosis (lateral recess and foraminal). The patient was treated with tops at l4-l5 as part of the us ide clinical study. The patient had symptomatic l4 pedicle screw loosening that was seen on x-ray & CT, associated with progressive low back pain and lower extremity pain. Pre-op labs revealed elevated inflammation markers suggesting an infection (this was confirmed during surgery and subsequent cultures). On (B)(6) 2024, the tops system was removed in a revision surgery. Upon exposure of the original incision fluid was encountered within the facia and in the area just proximal to the epidural space. Cultures from these two areas tested positive for staphyloccus lugdunensis. Surgeon noted the tissue was noticeably inflamed. All of the implants were removed without issue and the superior (l4) screws were grossly loosened. Planned conversion to fusion was delayed to treat the current infection with antibiotic beads & vancomycin. On (B)(6) 2024, the patient returned to the or for alif with posterior segmental instrumentation at l4/5.